Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. The battery cap was damaged. The customer¿s blood glucose level was 15 mmol/l. Troubleshooting was performed. It was noted that they had previously called to report a power error detected alarm. The alarm recurred within a week of troubleshooting the previous occurrence. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at electrical board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical, the pump was monitored and functioned properly. Unable to verify battery cap damage due to pump received without the original battery cap. Pump was received with scratched case, missing serial number label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.